Manufacturer narrative:
Updated fields: d4 (version or model#, catalog#, unique identifier (UDI)#), d9 (device available for eval, return to manufacture date), h6 (type of investigation, investigation findings, component code, investigation conclusion). Additional information: e1 (event site telephone: (B)(6). It was reported that before use the cs300 intra-aortic balloon pump (iabp) screen was not turning on - or working. There was no patient involvement and no harm reported. A getinge field service engineer (fse) stated that unit reported to have a blurry green image displayed on the screen. Customer reported the cath lab staff had seen the green screen, but that it had returned to normal and they had continued using the device for cases. It was explained to fse the screens behavior is indicative of a failing display. Fse requested the screen be replaced as a preventive measure. The screen was displaying normally upon initial inspection. Fse replaced 10.4" display w/ rtv bead and label. Unit passes all tests and calibrations to manufacturer standard and is released for clinical use. The defective components were received for further investigation. The failure analysis and testing dept. Received part with a reported unit failure of green or blurry display image. The fat performed a visual inspection and found the part to have some lines and markings on the display. The display was fine and did not show any blurriness or other colors. Fat could not verify the reported issue of the complaint. Retaining the part in the failure analysis and testing department per procedure number 0002-07-d008 rev. Aq. The non-conformance's with the returned components were not confirmed. Therefore, the root cause is not confirmed.

Event description:
N/a.

Event description:
It was reported that before use, biomed reported the cath lab staff had seen the green screen, on the cs300 intra-aortic balloon pump (iabp) but that it had returned to normal and they had continued using the device for cases. There was no patient harm reported.

Manufacturer narrative:
Corrected data: b5, e3, h6 (clinical and impact code). Updated data: b4, g3, g6, h2, h10, h11.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
Biomed reported the cath lab staff had seen the green screen, on the cs300 intra-aortic balloon pump (iabp) but that it had returned to normal and they had continued using the device for cases.